Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("failure to occlude (close) fallopian tube(s) / migration of essure device location of device: uterine wall / perforation (other) please describe and state the location of the perforation: coils embedded in other tissue"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 36-year-old female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, herniated disc, neck pain and gestational diabetes. On (B)(6) 2016, the patient had essure inserted. In august 2016, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"). In september 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), hot flush ("other injury(ies) or complication(s) please describe: hot flashes") and mood altered ("modiness"). In november 2016, the patient experienced alopecia ("hair loss"). On 16-dec-2016, 3 months 23 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and uterine pain ("uterus pain"). The patient was treated with surgery (essure implant surgically removed, hysteroscopy removal of foreign body, d & c/ removal of essure), surgery (ablation on -02-2017) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, weight increased, depression, anxiety, hot flush, mood altered and alopecia outcome was unknown and the dysmenorrhoea, fatigue, headache, migraine and uterine pain had resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood altered, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: implants were ineffective quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("failure to occlude (close) fallopian tube(s) / migration of essure device location of device: uterine wall / perforation (other) please describe and state the location of the perforation: coils embedded in other tissue"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 36-year-old female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, herniated disc and neck pain. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), hot flush ("other injury(ies) or complication(s) please describe: hot flashes"), mood altered ("moodiness"), alopecia ("hair loss") and uterine pain ("uterus pain"). The patient was treated with surgery (essure implant surgically removed, hysteroscopy removal of foreign body, d & c/ removal of essure), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, weight increased, depression, anxiety, hot flush, mood altered and alopecia outcome was unknown and the dysmenorrhoea, fatigue, headache, migraine and uterine pain had resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood altered, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: implants were ineffective. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (menorrhagia), failure to occlude (close) fallopian tube(s), fatigue, hair loss, migraines / headaches, weight gain / loss specify which one: weight gain, psychological or psychiatric problems condition: depression, anxiety, hot flashes. Concomitant disease, lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (essure implant surgically removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.